Manufacturer narrative:
(B)(4). The customer returned one 5 fr ptd catheter assembly with a separated basket. Visual examination of the separated basket revealed that the catheter cable wire broke just before the proximal connector assembly. The catheter remained inserted in the sheath and was protruding slightly from the sheath tip. Microscopic examination revealed that both broken ends of the catheter cable wires and internal wires were jagged and stretched indicating it was stuck or pulled before the break. Blood and biological material were observed in the break area and through the sheath body. No damage was observed with the sheath or basket assembly and the black pebax tip remained secured to the basket. A device history record (DHR) review was performed on the catheter assembly with no relevant findings. The IFU for this product lists warnings to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment, and that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. It also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate of 1- cm/second is recommended when sharp radii are encountered. Other remarks: the reported complaint of ptd basket separated during use was confirmed through visual examination of the returned sample. The catheter was separated just before the connection to the basket assembly and the cables were stretched and jagged indicating it was stuck or pulled before the break. A DHR review did not reveal any manufacturing related issues. Based on the time of discovery and the condition of the catheter cable wires at the break, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the basket broke off the catheter during a graft de-clot. The broken piece was retrieved during the procedure using a snare. No patient injury. Therapy was not reported to be delayed or interrupted.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the basket broke off the catheter during a graft de-clot. The broken piece was retrieved during the procedure using a snare. No patient injury. Therapy was not reported to be delayed or interrupted.